Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient has a loss or change of therapy as of (B)(6) 2016. It was stated that the patient doesn't feel stimulation and it is not helping at night. The patient is also experiencing headaches and pain as of (B)(6). Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.